Event description:
Received discharge warning. Nursing completes daily testing of defibrillator at 30 jewels. Unit passed at 30 jewels with unit plugged in. Biomed completed test at 30 jewels, passed. Tested defibrillator at 200 jewels. The high voltage module failed. Unit sent to manufacturer. High voltage module replaced, passed all final system level tests, unit re-certified; visual inspection passed, output levels verified. Returned to facility and returned to service.